Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The perclose proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was performed using a proglide device with a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the device was difficult to remove from the patient anatomy. Massage and delicate force by hand were used to remove the device. The sutures of the proglide device achieved hemostasis. A delay of 15 minutes was reported. No additional information was provided.